Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer reports flow block alarm while calibrating their 8100. Failure device type: failure problem type: failure mode: case resolution: after placing the 8015 into external communications, and then refreshing systems maintenance, flow block alarm cleared. However 8100 failed calibration and would not calibrate. Customer just replaced the mechanism assembly. Recommended replacing the air in line assembly. Provided part number. Recommended customer take a known good ail from another device and verify that is the issue before ordering. Customer will move forward with recommendations.